Event description:
On 12/11: customer reports, "male outpatient having a cta scan with contrast for coronary disease. IV access was rt ac, with 18 ga b-d angiocath and capped with a b braun safe lite needless system. Optiray 320 100ml prefilled syringe loaded into the injector and connected to pt with covidien "y" coiled tubing. Injection protocol: test injection was 5ml per sec for 10ml volume contrast, then 5ml per sec for 50 ml saline. In the middle of the saline step of the test injection, the IV infiltrated. Unk volume, but arm was elevated with warm and cold compresses applied and rotated every 15 minutes for one hour. Pt was discharged with instructions to maintain compresses and report if any further event. Pt has not reported any further event." Customer also states, " that they feel the IV vein access was poor and cause of the event."

Manufacturer narrative:
Liebel flarsheim service report: field svc engineer did operational checkout per procedure in service manual and pressure limiting testing . Fse found all injector functions within mfg specification. System returned to full service by the customer.